Manufacturer narrative:
During follow-up, the patient explained there was no substance on the catheter that caused the infection. There was no defect or malfunction of the t14 catheter at all. She explained that her doctor said she gets uti's from the general act of catheterization, not from any problems with the t14 catheters. It is difficult to perform the catheterization technique and not expose the catheter to some sort of germs while performing the technique.

Event description:
Intermittent catheter patient (user) said her doctor thinks something must have been on the catheter to give here a urinary tract infection (uti). During follow-up, the patient said she was treated with an antibiotic and took the full course, but the infection was not resolved. It took a second course of an antibiotic to completely resolve the infection, and she is fine now.